Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: ¿ seroma-late: unable to observe as it is not related to the device. As per the investigation procedures observed two openings, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side "serous fluid." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "serous fluid."

Event description:
Healthcare professional reported left side "serous fluid." Device has been explanted.